Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
After a surgery performed on (B)(6) 2017, which was about a complete hip prosthesis thelios and which completed successfully, the patient came back to the hospital in emergency one month later because she had pain. It appeared that the patient suffers from a dislocation: the head of the implant came out of the insert. Then the patient was revised to change the implant on (B)(6) 2017. A review by a clinical consultant noted unknown trident shell malposition and incomplete seating of an msm liner in the trident shell as being procedure-related factors contributing to the dislocation event.